Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the operator forgot to lift the lever to deploy the foot and instead deployed the needles. It should be noted that the perclose proglide instructions for use (IFU), lists the details of the deployment sequence of the device. Deploy the foot by lifting the lever on top of the handle (marked #1) and then deploy the needles by pushing on the plunger assembly (marked #2). Additionally only one proglide device was used to close a puncture site greater than 8f. The IFU states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The investigation determined the reported difficulties appear to be related to user error and the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral vein was attempted using a proglide device with a 8.5f sheath after an interventional electrophysiology ablation procedure. Reportedly, the operator forgot to lift the lever to deploy the foot and instead deployed the needles. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.